Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. B53558) for female sterilisation. The patient had a medical history of pneumonia, menometrorrhagia, bacterial vaginosis, vaginal discharge, dermatitis, skin rash, cirrhosis liver, asthma, thyroid disorder, uterine dilation and curettage, vertigo, migraine, stomach pain, nausea, headache and dizziness. Previously administered products included: mirena. Concurrent conditions were listed as abnormal uterine bleeding, vaginal discharge and rash. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2060 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: bilateral fallopian tubes, laparoscopic salpingectomy: - complete cross section of fallopian tube with metallic coils ×2. Clinical history: vaginal discharge, abnormal uterine bleeding. Laparoscopic; salpingectomy, foreign body removal, iud insertion.; bilateral fallopian tubes ¿ with e-sure coils. Gross description: bilateral fallopian tubes with essure coils" are 2 segments of purple-tan, fimbriated fallopian tube each averaging 6.5 cm in length and 0.8 cm in diameter, each containing intact, silver metallic essure coils within the lumen. Identifying inscription is not noted. Specimen(s) received. A:fallopian tubes, sterilization/identification - bilateral fallopian tubes - with essure coils. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pneumonia, menometrorrhagia, bacterial vaginosis, vaginal discharge, dermatitis, skin rash, cirrhosis liver, asthma, thyroid disorder, uterine dilation and curettage, vertigo, migraine, stomach pain, nausea, headache and dizziness. Previously administered products included: mirena. Concurrent conditions were listed as abnormal uterine bleeding, vaginal discharge and rash. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2060 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: bilateral fallopian tubes, laparoscopic salpingectomy: complete cross section of fallopian tube with metallic coils ×2. Clinical history: vaginal discharge, abnormal uterine bleeding. Laparoscopic salpingectomy, foreign body removal, iud insertion. Bilateral fallopian tubes ¿ with e-sure coils gross description: bilateral fallopian tubes with essure coils" are 2 segments of purple-tan, fimbriated fallopian tube each averaging 6.5 cm in length and 0.8 cm in diameter, each containing intact, silver metallic essure coils within the lumen. Identifying inscription is not noted. Specimen(s) received a:fallopian tubes, sterilization/identification - bilateral fallopian tubes - with essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.